Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 5.6 and 3.2 inr. The corresponding lab result reported was 3.9 and 2.1 inr. These are two different pts.